Event description:
A cartridge alarm was reported on the customer's pump display. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer shut down the pump and switched to multiple daily injections (mdi) for insulin therapy. It was noted that the customer would follow up with customer technical support once she had the pump and could turn it back on.